Event description:
The customer reported that during insertion of a 40cc linear balloon with difficulty-hard to get thru the sheath. He stated that there were issues with prep by technician as the tech did not pull the balloon straight out of the t handle, but pulled up and took the balloon out with the plastic sleeves still attached, the md removed the sleeves, and then balloon became partly open and difficult to insert thru the sheath. Once inserted the waveform was very dampened and under fluro the balloon did not appear completely open in the upper 1/3 section. Balloon was removed and discarded by staff. Second balloon inserted without difficulty.

Manufacturer narrative:
The device was not returned for evaluation. Maquet will continue to monitor for this issue. Since the device info was not available, the customer shipping history was reviewed to determine the most likely lots involved in this event. A lot history review was performed for all the lots; no non-conformances were found that were considered to be relevant to this event. (B)(4).